Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Therapy did not convert the rhythm and the rhythm converted spontaneously. Device remains in service. No additional adverse patient effects were reported.